Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a probable cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus medical for evaluation. During testing, the reported issue was not confirmed. Examination found the connector was brittle from wear and the interior of the video system unit was dusty. Functional testing showed the device had high battery consumption. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus medical that the video system center did not power on. The customer reported the issue was identified during inspection for use. No adverse effects to patient reported.